Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Yutaro hayashi, shuko yoneyama, akitoshi takizawa, kazuki kobayashi and hiroki ito. Comparison of the short-term efficacy and safety of bipolar transurethral electro vaporization and holmium laser enucleation of the prostate for moderate and large benign prostatic enlargement. Bmc urology (2023) 23:50: https://doi.org/10.1186/s12894-023-01215-8.

Event description:
It was reported to boston scientific via an article published in bmc urology that a retrospective review was conducted of patients who had undergone either a bipolar transurethral vaporization of the prostate (b-tuvp) or a holmium laser enucleation of the prostate (holep) procedure for treatment benign prostatic enlargement (bpe). The study sought to compare the efficacy and safety between b-tuvp and holep. The medical records of 281 men who underwent holep between september 2016 and march 2021 were reviewed. Individuals involved in the study had an international prostate symptoms score (ipps) greater than 7, maximum flow rate (qmax) less than 10 ml/s, persistent or recurrent urinary retention, or bladder stones. All patients had stopped their anticoagulant/antiplatlet therapy prior to the procedure. The holep procedures were performed using a 120w holmium yag (versapulse powersuite) system with a 550 nm end-firing slimline fiber. After enucleation of the adenoma and control of expected bleeding, the enucleated adenomas were removed from the bladder using a mechanical tissue morcellator (versa-cut) with an indirect nephroscope. For instances where there was unexpected bleeding after enucleation, monopolar transurethral resection was deployed in order to provide coagulation. Fpllowing the procedure, the following patient complications were reported: 15 patients had post-operative fever, 2 patients had a prostate capsule injury, 2 patients had bladder neck perforation, 6 patients had urethral stricture, 2 patients had bladder tamponade (defined as massive blood clot in the bladder causing voiding difficulty), 2 patients had bladder injury, 1 patient had a prostate neck perforation, and 24 patients had post-operative stress urinary incontinence (defined as at least 1 pad used per day). Of the 24 cases of stress urinary incontinence, 22 cases were transient and ceased without any treatment within 6 months. Only 2 cases of stress urinary incontinence were persistent 6 months after the procedure. In addition, in the holep group there was one case in which transurethral coagulation was necessary due to concerns about catheter obstruction and prolonged hematuria with progression of anemia. It was noted that no blood transfusion was required.

Manufacturer narrative:
Yutaro hayashi, shuko yoneyama, akitoshi takizawa, kazuki kobayashi and hiroki ito. Comparison of the short-term efficacy and safety of bipolar transurethral electro vaporization and holmium laser enucleation of the prostate for moderate and large benign prostatic enlargement. Bmc urology (2023) 23:50: https://doi.org/10.1186/s12894-023-01215-8.

Event description:
It was reported to boston scientific via an article published in bmc urology that a retrospective review was conducted of patients who had undergone either a bipolar transurethral vaporization of the prostate (b-tuvp) or a holmium laser enucleation of the prostate (holep) procedure for treatment benign prostatic enlargement (bpe). The study sought to compare the efficacy and safety between b-tuvp and holep. The medical records of 281 men who underwent holep between september 2016 and march 2021 were reviewed. Individuals involved in the study had an international prostate symptoms score (ipps) greater than 7, maximum flow rate (qmax) less than 10 ml/s, persistent or recurrent urinary retention, or bladder stones. All patients had stopped their anticoagulant/antiplatlet therapy prior to the procedure. The holep procedures were performed using a 120w holmium yag (versapulse powersuite) system with a 550 nm end-firing slimline fiber. After enucleation of the adenoma and control of expected bleeding, the enucleated adenomas were removed from the bladder using a mechanical tissue morcellator (versa-cut) with an indirect nephroscope. For instances where there was unexpected bleeding after enucleation, monopolar transurethral resection was deployed in order to provide coagulation. Following the procedure, the following patient complications were reported: 15 patients had post-operative fever, 2 patients had a prostate capsule injury, 2 patients had bladder neck perforation, 6 patients had urethral stricture, 2 patients had bladder tamponade (defined as massive blood clot in the bladder causing voiding difficulty), 2 patients had bladder injury, 1 patient had a prostate neck perforation, and 24 patients had post-operative stress urinary incontinence (defined as at least 1 pad used per day). Of the 24 cases of stress urinary incontinence, 22 cases were transient and ceased without any treatment within 6 months. Only 2 cases of stress urinary incontinence were persistent 6 months after the procedure. In addition, in the holep group there was one case in which transurethral coagulation was necessary due to concerns about catheter obstruction and prolonged hematuria with progression of anemia. It was noted that no blood transfusion was required.